Event description:
A graft was implanted in a female patient's arm for use as a hemodialysis access graft. Approximately, 6 months postoperatively the graft diameter appeared enlarged and the physician elected to ligate the graft.

Manufacturer narrative:
This is an initial report and device identity, possible evaluation of specimen and additional details of the case are not yet available. Graft dilatation is listed in the labeling as having been observed during clinical investigation for this device.